Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. Customer stated that he was able to clear all the errors this morning. This was the second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test and off no power alert noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.